Event description:
Procedure: colectomy/functional end to end anastomosis. Patient sex: unk. Reportedly when the stapler was loaded, the surgeon felt something was different than normal. However the surgeon applied the instrument, but the firing was stopped part way. Some of the fired staples were not formed properly and leakage of bowel contents occurred. The surgeon cut around the staple line and treated the tissue with another device.